Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of an acculink, it was noted that the hub was cracked. The device was not used and there was no patient involvement. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during unpacking of an acculink, it was noted that the hub was cracked. The device was not used and there was no patient involvement. Another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the previously filed MDR reports, the account reported that the cracked hub was noted during preparation of the device as the device was unable to be flushed.

Manufacturer narrative:
The investigation was unable to determine a cause for the reported cracked hub resulting in difficulty flushing.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported cracked hub was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported cracked hub. It may be possible that inadvertent mishandling during removal from the packaging or over-torquing of the syringe on the hub during preparation caused the hub to crack; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.